Event description:
It was reported there was pain and discomfort at the electrode implant site. Inflammation on the electrode implant site was found with cutaneous erosion and erythema without discharge. The patient received wound care and the event was considered recovered. The event was assessed as not serious and related to the procedure. The event was not related to the stimulator or electrode.

Manufacturer narrative:
Concomitant medical products: product ID 309328, lot# 0209025537, implanted: (B)(6) 2014, product type: lead. (B)(4).

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 309328, lot# 0209025537, implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the event was assessed as related to the device. No further patient complications have been reported as a result of this event.